Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/16/2023, it was reported by a sales representative via email that the opening reamer from an ar-8973ds fibulock implant system got caught on the wire and could not advance. The wire was removed, and there was a noticeable bend and a bump where on the k-wire, where the drill looked to be getting stuck. Another wire was placed, and a new kit was opened because there were shavings on the drill, but the same thing happened again. The surgeon switched techniques and completed the case with a plate instead. This was discovered during a fibulock procedure on (B)(6) 2023. Additional information received on 6/16/2023: this was an ankle fracture procedure, and a plate from another manufacturer was used to complete it. The shavings from the drill were inside the patient, but it is unknown if everything was retrieved; it was difficult to see through the x-ray.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the images provided from the field, it is evident that the devices were damaged intra-operatively and arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.